Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse phoned in and reported the patient is deceased. The spouse indicated that the patient had passed "from a lethal arrhythmia" and they were inquiring why the patients implantable cardioverter defibrillator (ICD) system did not shock the patient. The caller also wanted to learn what type of therapies the device delivered even though it was unsuccessful. Functionality of the device was explained to the caller and they were advised to contact the patients physician for further details regarding reports and what therapies were delivered by the device. The caller indicated that they are currently in possession of the explanted device.